Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description, relevant history and the annex e <(>&<)> f codes have been updated to reflect that information. Additional products: d1: heartware ventricular assist system ¿ outflow graft h6: patient ime code(s): e010701, e0133,e1621, e2402 h6: imf code(s): f28 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted t the heart failure service for left vad thrombus, which was treated with local thrombolytic therapy with tissue plasminogen activator (tpa). It was suspected that the thrombus was related to recent covid-19 infection and sub-therapeutic international normalized ratio (inr), so the patient was place on intravenous (IV) heparin. The patient was initially activated as code stroke for acute onset aphasia and confusion, a head computerized tomography (CT) was performed and result showed sequelae of multiple prior infarcts without the any new regions of infarction suggestive of acute stroke. The patient was found to have repetitive upper extremity movements and was treated with medication which improved the symptoms. It was felt that the patient presentation at the time was due to onset seizures but the suspicions of an acute neurovascular event. Another computed tomography angiography (cta) of the head and neck was performed and the result did not demonstrate large vessel occlusion (lvo) strokes. The patient was then treated with anticonvulsants for the seizure, and the patient has been on the electroencephalogram which demonstrated background slowing and generalized rhythmic delta activity( grda) but no definitive seizures the patient was then found with left side weakness and had a (B)(6) of 22. Another computed tomography angiography (cta) of the head showed a right internal carotid artery (ica) terminus and unilateral occlusion of middle cerebral arteries (m1) . The patient did not received tpa at this time since the patient was still on heparin drip. Thing started to proceed emergently with dia gnostic cerebral angiogram, mechanical thrombectomy, successfully the thrombolysis in cerebral infarction was removed and the revascularization after four passes with solumbra technique. The patient is currently in the neurological intensive care unit (ICU), intu bated and sedated.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: g2 f1 user facility f2 uf/importer report number: (B)(4) f3 user facility name/address: (B)(6) f4 contact person: (B)(6) f5 phone number: (B)(6) f6 date user facility became aware of the event: unk f7 type of report: initial f8 date of this report: 2022-feb f9 approximate age of device: unk f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: hospital f13 report sent to manufacturer: 2022-mar f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description and the annex f code has been update d. The patient death of death, outcome attributed to adverse event, and the type of reportable event has been updated to death. D4: lot#: 17531277-1521 h6: imf code(s): f02 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that given the severe sequelae of the stroke with a high likelihood for prolonged mechanical ventilation the patient family elected palliative care, where the vad was turn off, the patient was extubated and subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) ((B)(6) and associated outflow graft ((B)(6)) were not returned for evaluation. The reported low flow/power event was confirmed through review of the controller log files which revealed power consumption and estimated flows below normal operating range and multiple low flow alarms within the analyzed period. Information received from the site indicated that, in addition to the low flow/power event, the vad patient was pale, fatigued and nauseated and was intermittently pulsatile; however, the patient was alert and oriented. The low flows did not improve with fluid intake. Vad inlet, vad inflow cannula, and outflow graft thrombus was suspected. Computerized tomography (CT) scan was performed and the patient was started on an anticoagulant drip and possible inotropes. Additional information received from the site indicated that the patient was admitted for heart failure service of left vad thrombus, which was treated with local thrombolytic therapy with tissue plasminogen activator (tpa). It was suspected that the thrombus was related to recent covid-19 infection and sub-therapeutic international normalized ratio (inr), so the patient was place on intravenous (IV) heparin. The patient was initially activated as code stroke for acute onset aphasia and confusion, a head CT was performed and result showed sequalae of multiple prior infarcts without the any new regions of infarction suggestive of acute stroke. It was felt that the patient presentation at the time was due to onset seizures but the suspicions of an acute neurovascular event. Another computed tomography angiography (cta) of the head showed a right internal carotid artery (ica) terminus and unilateral occlusion of middle cerebral arteries (m1). The patient did not receive tpa at this time since the patient was still on heparin drip. It was further reported that given the severe sequelae of the stroke with a high likelihood for prolonged mechanical ventilation the patient family elected palliative care, where the vad was turn off, the patient was extubated and subsequently expired. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible causes of the reported low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus, stroke, and death are known potential complications associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient has a history of c erebrovascular accident. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related como rbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft (B)(6) h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14, d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that upon arrival to the emergency department the patient vomited and had altered mental status in addition to other reported symptoms. A bedside echocardiogram was performed to evaluate cardiac and vad function which demonstrated a severely hypokinetic left ventricle. The patient was admitted to the intensive care unit (ICU). A chest computerized tomography angiogram (cta) demonstrated a filling defect in the distal outflow graft tract near the anastomosis with the aorta with hypoattenuating material suggestive of thrombus with mild luminal narrowing. Oral anticoagulants were held and intravenous (IV) heparin was started in anticipation of lysis therapy for thrombus. Localized lytic therapy was performed on day four (4) of the admission and vad flows improved to baseline. Although the patient¿s baseline was to have issues with cognition, memory and speech, patient was only oriented to self and mentation had acutely changed. Head CT done upon admission showed no acute intracranial abnormalities, mentation at this time likely secondary to low output and hypoperfusion. Blood and urine cultures were obtained to rule out infectious origin and were with no growth. On day five (5) of the admission a code stroke was initiated due to aphasia and seizure like movements. A magnetic resonance imaging (MRI) of the brain did not show stroke and continuous electroencephalogram (eeg) monitoring was initiated and IV antiseizure medications were administered with acceptable response. Analysis of continuous eeg monitoring demonstrated global cerebral dysfunction and the patient was diagnosed with metabolic encephalopathy. On day eight (8) of the admission the patient again had acute confusion with left sided weakness and facial droop and head CT demonstrated right middle cerebral artery syndrome with m1 occlusion thought to be due to cardio-embolic event and thrombectomy was performed and reperfusion was verified. After the thrombectomy the patient was intubated with invasive monitoring in place and partially sedated but arousable. There was no forced gaze deviation, and the patient tracks the room but did not follow commands. There were spontaneous right sided and left lower extremity movements butonly withdrew weakly to left upper extremity stimulation. Serial head CT scans were performed after the intervention which showed continued evolution of the right mcs territory infarct but no midline shift, hydrocephalus or hemorrhage were observed. On day seventeen (17) of the admission due to large stroke burden, unsuccessful wean from the ventilator and prognosis of severe disability, the family chose comfort cares and extubation and the patient died.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Continuation of d10: cd3369-40q ICD; 1458q-86 lead implanted (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a vad grinding noise was heard on day two (2) of the hospital admission.

Manufacturer narrative:
A supplemental report is being submitted for correction to b5 and h6 annex a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) and associated outflow graft (lot no. 17531277-1521) were not returned for evaluation. The reported low flow/power event was confirmed through review of the controller log files which revealed power consumption and estimated flows below normal operating range and multiple low flow alarms within the analyzed period. The reported "grinding sounds" event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible causes of the reported low flow/power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Based on the risk documentation, the ¿grinding noise" event may be attributed to multiple factors including, but not limited to, thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, device thrombus, stroke, respiratory dysfunction and death are known potential complications associated with the implantation of a vad. Of note, the patient's reported medical history indicated the patient has a history of cerebrovascular accident. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus and respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: 17531277-1521 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ outflow graft, model #: 1125/ catalog #: 1125/ expiration date: 31-oct-2023 / lot#: 17531277-1521, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun . Mfg date: 01-oct-2018. Labeled for single use: yes. (B)(4). Additional information has been requested regarding the lab results, further medical intervention, and patient outcome of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the emergency department with low flows. The patient was pale, fatigued and nauseated and was intermittently pulsatile. The vad exhibited below normal power consumption, low flow alarms and the low flows did not improve with fluid intake. A vad inflow cannula and outflow graft thrombus was suspected. Computerized tomography (CT) scan was performed and the patient was started on an anticoagulant drip and possible inotropes. It was noted that the patient's international normalized ratio (inr) was therapeutic at the time of the event. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.